Event description:
Pt receives IV fluids at home which she administers herself. On sunday, when she disconnected her IV fluids, she also threw away the IV connector. She arrives in treatment room of the cancer center with the catheter to her port open to air. It is important to more that the connector looks exactly like the connector at the end of the IV tubing.